Event description:
A hemodialysis inpatient facility has reported that during treatment a blood leak occurred. Facility reported that within 2 min of start of treatment, the machine alarmed. Medistick tested positive for blood. Blood was not returned to the patient and there was an estimated blood loss of 300 cc. No patient ill effects occurred nor any medical intervention was required. Sample is not available.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.